Manufacturer narrative:
Other, other text: b3 unknown, d4: complete UDI (B)(4) one device was returned for analysis. Visual inspection showed minor scratches on the lcd window lens screen. The tamper seal was missing. Review of the event history log (ehl) showed a high alarm, cassette locked but not latch. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the latch lock flex. As a result, the latch lock flex was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump did not read the cassette. No adverse patient effects were reported by the customer.